Event description:
PICC line inserted into right arm. No difficulties were noted during insertion. On (B) (6)2009 the catheter was found broken and the catheter was removed immediately.

Manufacturer narrative:
Results - a review of the device history record and material review report was completed and no irregularities were noted during the manufacture of the lot reported. One used 26 gauge catheter, in two pieces, was received for eval. Approx 6.6 mm of catheter tubing extended from the nose of the molded junction and the remaining catheter length measured approx 16.7 cm. Under magnification, the catheter tubing (portion 1), was confirmed to be in the correct placement within the molded junction. Evidence of cracks on the silicone molding and damaged jagged edges were present at the area of separation. The damage present is characteristic of stress to the catheter. Under magnification (portion 2) the area of separation was angled with slightly jagged edges with flashing and smooth walls. The damage present on this portion is characteristic of stress and cut to the catheter. The two portions received were not separated from each other. No other damage or abnormalities were noted on either portion received. Conclusions - as a result of the microscopic examination of the returned sample, the engineer confirmed that the 2 portions received were not separated from each other. A separation was confirmed on both portions: portion 1; separation (jagged break) by stress/portion 2; separation (jagged break) by stress and cut. Both separations were contributed to and caused by misuse/mishandling. (B) (4). (B) (4).